Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/17/2021. H.6. Investigation: it was reported twenty seven units had foreign matter, four had a damaged barrel and three units had a scale marking issue. To aid in the investigation, thirty-four samples without the packaging blisters in a plastic bag and fourteen photos were provided for evaluation by our quality team. Twenty seven of the samples are labeled as "black dot," three as "defective print," and four as "crack scratch." A visual inspection was performed with a 10x magnifier lens. From the twenty seven black dot samples, twelve have a black speck of embedded degraded resin and the other fifteen have no defects or imperfections observed. It was confirmed that the three samples for defective print have imperfections in the scale marking. However, the scale marking imperfections are not considered defective. The four samples with the crack or scratch are damaged. The fourteen photos provided show some of the samples received. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. As the lot number provided is 'unknown,' a device history record review could not be completed. In order to mitigate the escapes of units with embedded degraded resin, the frequency of inspections were increased. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed in twelve of the twenty seven samples.

Event description:
It was reported that 27 bd luer-lok¿ tip syringes had black foreign matter in them, 4 syringes had cracks in them, and 3 syringes had defective/missing scale markings. The following information was provided by the initial reporter, translated from japanese to english: "the following issues were reported: (1)foreign matter ×27: black spot(s) or dirt was found. (2)damaged barrel ×4: a scratch or crack was found. (3)marking issue ×3: defective marking was found."

Event description:
It was reported that 27 bd luer-lok¿ tip syringes had black foreign matter in them, 4 syringes had cracks in them, and 3 syringes had defective/missing scale markings. The following information was provided by the initial reporter, translated from (B)(6) to english: "the following issues were reported: foreign matter ×27: black spot(s) or dirt was found. Damaged barrel ×4: a scratch or crack was found. Marking issue ×3: defective marking was found."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.